Event description:
We have 823 of the braun outlook 400 es large volume infusion pumps. In the last 11 months we have had 509 work orders on these pumps. That is a 61.8 % failure rate.======================manufacturer response for large volume infusion pump, outlook 400 es (per site reporter).======================none so far.